Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported that when the distributor checked the received item, no item in the package has been detected. Package has not been opened.

Manufacturer narrative:
An event regarding missing device involving a dall miles crimp block was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection confirmed that the package was unopened and there was no product inside. Medical records received and evaluation: not performed because this event was identified during incoming inspection in distributor site and there was no patient involvement, therefore no clinician review was required. Device history review: device history records for the specific lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the investigation concluded that the event was root as manufacturing related.

Event description:
It is reported that when the distributor checked the received item, no item in the package has been detected. Package has not been opened.